Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for therapy indications 'fecal incontinence' and 'gastrointestinal/ pelvic floor' reported that the therapy had never worked properly "where there is no seepage." The patient had to increase stimulation to where it was painful for it to work. The patient did feel stimulation in the correct location. The patient stated they had tried different programs and settings and they didn't help. The patient explained that any time they lifted things, coughed or sneezed they had leakage. They added that the reason they got the device was to help stimulate her anal muscles to stop the leakage. The consumer further reported that if the patient could find a health care provider (hcp) to take the device out, they would. The thing didn't work at the setting it was on and if the patient turned it up it was very painful. The patient had a foreign object in their body and took antidiarrheal pills to keep from seeping stool. It was not really very pleasant.

Manufacturer narrative:
Corrections.

Event description:
Additional information received from the patient reported that the therapy never worked for their symptoms. Specifically, for it to help the patient had to turn it up so high that it was painful and when they turned it down it did not help their symptoms. The patient had not tried other programs and they wanted the device removed as they might need MRI for health problems. The patient was to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.